Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted (B)(6) 2003, explanted unk.

Event description:
It was reported that a patient's pump was replaced on (B)(6) 2011; the catheter was not replaced. The hcp was not able to aspirate the catheter at the revision. At that time the catheter was filled with 100 mg/ml dilaudid and the pump was filled with saline. The hcp programmed a prime bolus of 0.24 ml over 4 hours. The patient may have received 24 mg bolus dose because the catheter was not aspirated. The medication administered via the pump now was dilaudid 25 mg/ml concentration at a daily dose of 7.998 mg/day, bupivacaine10 mg/ml concentration, and compounded baclofen 400 mg/ml concentration. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Corrected information: it was initially reported on (B)(6) 2011 that the catheter volume was unknown at the time of the pump replacement. The old pump contained dilaudid 100 mg/ml. Additional information: it was further noted that the hcp "didn't know the lengh" with regard to the catheter. It was clarified that the hcp tried to aspirate the catheter during the pump replacement surgery, but was unsuccessful. Following surgery, the hcp's office programmed the device and followed up with the patient.